Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. (B)(4). The device history record (DHR) for the lot number 17336510m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Evaluation methods: no testing methods performed. (B)(4). Results: no results available since no evaluation performed. (B)(4). Conclusion: device not returned. (B)(4). (B)(4).

Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade and acute cardiac failure which required surgery. During the procedure, a pulmonary embolism also occurred. It was reported that heparin was used in an attempt to dissolve the blood clot and that it was thought to have increased the pericardial effusion, making drainage more difficult. The patient was transferred by ambulance to another facility for cardiac surgery. No further information is known regarding the patient status. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Settings included temperature cut-off of 45 degrees celsius, maximum impedance of 250 ohms, irrigation flow was set at 35ml/min. No malfunction of the device has been noted during the procedure. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.